Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device is not availabe for investigation. Teleflex will continue to monitor and trend related events.

Event description:
At the (B)(6) urological association, a doctor presented one case below that occurred about 20 years ago. A clip fell from the renal artery after laparoscopic total nephroureterectomy and it caused serious bleeding. As a result, he the doctor sutured the artery to stop bleeding. The doctor reported this for not complaining but for warning. The doctor thinks improper usage caused this issue.